Event description:
A report was received that the patient's paddle lead was explanted during a lead revision surgery. The physician was planning to only re-position the paddle lead, but noticed that a few contacts were falling out. The physician decided to replace the paddle lead with a new one. The patient is reportedly doing well.

Manufacturer narrative:
The explanted device will not be returned to bsn for evaluation.